Manufacturer narrative:
Device was used for treatment, not diagnosis. Service history of the past six months from the awareness date has been reviewed. No service history review can be performed. The item has not been in for service for the past six months. There is no information relevant to the current complained issue. The manufacture date of this item is 25-sept-2009. The source of the manufacture date is the release to warehouse date. Power tool evaluation was completed on the device. The complaint of the ¿unit will not run with fully charged battery¿ could not be confirmed. The device was tested and the complaint wasn't duplicated. However, it was observed during pre-repair assessment evaluation that the device had sticky trigger. Evidence indicates this is due to usage wear over time. Placeholder.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative/ data correction: this is report 1 of 1 of complaint (B)(4). Device evaluated by manufacture: yes.

Event description:
This is report 1 of 1 of complaint #(B)(4).

Event description:
Facility reported regarding the two small battery drive that need repair. Both drills are not keeping the connection with a fully charged battery. Update. Facility later confirmed that the reported event occurred during surgery. There was no delay in the procedure. Competitor drill was used to complete the procedure. No harm to patient and no other medical intervention required. Procedure was completed successfully.